Manufacturer narrative:
A ge service representative performed an onsite investigation. The internal interface, generator batteries and the cd drive were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
During planed maintenance the system displayed a precharge error message. No pt injury was reported.